Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an implant procedure, the extension was showing high impedances. The extension was replaced, after which impedance readings were normal. The procedure was completed. The pt outcome was reported as "ok."